Event description:
Customer reported that the current pump went out of warranty and cannot be repaired or replaced. The issue was with the wire connection which caused the pump to charge only when the wire was held, and the pump would turn on and off continuously. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up and is in the process of acquiring a new device as the current one is out of warranty.